Event description:
It was reported that the pt was hospitalized for hyperglycemia and dka. It was simultaneously reported that no historical data was recorded in the pump for (B)(6) 2010 although the pt allegedly wore it until the (B)(6) 2010.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.